Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how clips are firing incorrectly. Clips weren¿t formed properly what surgery was this device used in? Don¿t know did device not feed clips? Fed clips incorrectly did device feed clips sideways? Don¿t know. We aren¿t the engineers did device not fire clips (jammed)? Fired incorrectly did device fire malformed clips? Yes did device fire scissored clips? ??? Did device drop or eject clips? No was cholangiogram done on procedure? N/a was device fired over another clip or hard structure? No how was the case completed? Don¿t know. I believe the staff opened another clip applier

Event description:
It was reported that during an unknown procedure, the clips are firing incorrectly. It is unknown how the case was completed. There were no patient consequences reported.